Manufacturer narrative:
Additional information received on may 25, 2022 indicated that the device information is as follow: cat#: 3341354, sn#: (B)(6). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Device implantation date was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unspecified surgery with an unknown mentor prosthesis experienced left sided wound infection post procedure. As a result, the implant was explanted on (B)(6) 2021. Note: the type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On (B)(6) 2022, information through the medidata, showed that they removed the infection on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event review clinical note and patient coding verification]: coding was verified on may-08-2024 per 100553403 and 100553401 with the available information about the reportable event. During the 1 year follow up visit (breast-q augmentation (post-operative)) the patient reported dissatisfaction with procedure outcome. At this time, mentor has received very limited information regarding this event, based on the information provided in edc (imedidata) the patient suffered breast asymmetry. It is unclear what side it belongs to. Without clarifying information, ¿ only one side is reported. However, should additional information be received in the future, this file will be updated as needed. Manufacturer¿s reference number: (B)(4).